Event description:
The infusion pump module was being used to administer blood under a protocol where labs were drawn to determine if further administration was warranted. An hr and 10 mins after the start of the administration -and two lab draws- the phlebotomist drawing the next blood sample noticed that the entire bag had been administered. The rate had intended to be slow administration, so it was unexpected to have the entire bag infused. We have not heard of any untoward effects on the pt.